Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a routine device replacement the impedance on the high voltage coil of the right ventricular lead was high and noise was replicated by pocket manipulation. Lead fracture was suspected. Defibrillation testing was performed and coil impedance was within normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.